Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the 4k autoclavable camera head, the image would disappear after a few minutes of use. The issue occurred ten minutes into a therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the evaluation/investigation or if any additional information is provided by the user facility.